Event description:
Discordant high cea and discordant low psa results were obtained with patient samples on an immulite 2000 analyzer. The initial results were released to the physician, who questioned the results due to the patients' clinical pictures. The laboratory then re-tested the samples on the same analyzer. The repeat results were reported to the physician. There were no known reports of patient treatment being altered, delayed, or withheld due to the discordant cea and psa results. There were no known reports of adverse health consequences due to the discordant cea and psa results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and instrument data, the fse proactively replaced the substrate pump, the pmt ps, the pmt ps monitor, and the slave 4 attenuator disk home sensor. The fse also performed substrate decontamination. Did a watertest, and ran qc. The qc results were acceptable. The fse returned the following day and replaced the incubator, and ran qc. The qc results were acceptable. The fse concluded that the cause of the discordant cea and psa results was due to a worn-out incubator in the system. The instrument is performing according to specifications. No further evaluation of the instrument is required.